Event description:
It is reported that the pt's hip dislocated.

Manufacturer narrative:
Evaluation summary: followup notes dated (B)(4) 2011 stated that the pt had dislocated on (B)(6) 2011 "while sitting in a chair and bending over to give her dogs treats." Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.